Event description:
It was reported that the patient received inappropriate shocks. Increased lead impedance measurement was also noted. Externalized conductors were observed via fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states increased pacing threshold was observed before the lead was replaced.